Event description:
It was reported a spectrum pump had constant downstream occlusion alarms in the medical surgical unit. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported constant downstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The device was tested and the fluid counts were found to be within specification, as well as the downstream pressure plate gap. The unit was reworked and calibrated per baxter's service procedure.